Manufacturer narrative:
The reported event was addressed with phone support. The isi technical support engineer (tse) had the customer hit the instrument clutch button and re-engaged the endoscope, and the image was displayed normally. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the image was flipped upside down. Prior to calling in, the customer swapped the endoscope, but the issue remained. The intuitive technical support engineer (tse) had the customer hit the instrument clutch button and re-engaged the endoscope and the image displayed normally. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the davinci coordinator talked with the staff in this procedure. The surgeon did not use the 30-degree endoscope often, so it could have been an error during use.